Event description:
It was reported that the impedance has been rising on the right ventricular (rv) lead. It was noted there was a possible lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4): the lead was not returned for analysis. However, performance data collected from the device wasr eceived and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising.